Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and possible diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 408 mg/dl. The customer was reported that the care link was unable to upload. The customer was assisted with troubleshooting for hospitalization. The insulin pump will not be returned for analysis.